Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
Investigation found the exposed portion of the soft cannula to be stretched. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage is unknown.